Event description:
It was reported that the customer experienced high blood glucose all day and was hospitalized. It was stated that the nurse checked the insulin pump and the daily totals showed that the customer had an average around 30 to 60 units but on that day he had a total of 102 units. The customer changed the infusion set 3 times and after giving numerous bolus his blood glucose continued to rise. Blood glucose value at the time of admission was 700 mg/dl. Customer experienced dry mouth and constant urination. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Last alarm in the history is a no delivery alarm on (B)(6) 2014 customer removed the infusion set and the cannula was not bent or occluded. High pressure test not performed as the customer did not have a tubing clamp. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube, cracked battery tube threads and a broken belt clip slot.